Event description:
The pt reported in 2006, that his device was placed in the cervical area "under brain"; the pt experienced eye twitching that could not be corrected and the scs system was explanted. In 2007, the pt reported that subsequent to device removal, he "now has continuing drooping eye and pain from pressure at back of eye." The pt stated to the service rep, the device has caused his current eye problem of sagging eye lid over the pupil and his past symptom of eye twitching. Additional information has been requested from the physician.

Manufacturer narrative:
.